Event description:
It was reported that during stability testing the peaks were split and area larger than expected with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, translated from spanish to english: I work in analytical development in laboratory, I wanted to ask you about an interference that was observed in our analysis of anastrozole, in the solution, we noticed after exhaustive research that the plungers of bd syringes exhibit a signal that just coincides with the tr of anastrozole; there was no when terumo brand syringes were used. I ask if you could give me technical advice regarding whether the syringe plunger contains any substances that would be interfering with our analyzes, as well as if you market any syringe in which the plunger does not contain any substance or treatment that could be interfering with our analyzes. Below I attach a brief summary of the research carried out by us. I was running anastrozole, lot an042a, stability at 3 months, when dissolving, as the technique does not indicate either the sample volume or the filter material to be used, it was found that nylon membrane was being used and that there were some problems, such as: sometimes the peak was split, and the solution gave more than 100%, having these considerations, the test was carried out and indeed the anastrozole peak was split and the area was larger than expected. When comparing with the quality control samples that did not have any type of problems or excess peaks, tests were carried out to identify the problem. It was concluded that there was no peak partition nor that the solution gives more than expected but that one of the peaks provided by the bd brand syringes comes out with a tr very similar to anastrozole, it should be clarified in the art not to use mark bd and / or change the ratio of water and acetonitrile to separate those peaks.

Manufacturer narrative:
Additional information : d.10 device available for eval yes, returned to manufacturer on: 2020-04-01. H.6. Investigation summary : a device history review was conducted for lot number 7300527 maintenance records and quality notifications were verified and no deviation was found for this batch. Photos and samples were received but it was not possible to confirm the reported incident. The process inspections were performed, and no records of this incident were found. The current controls to detect the incident are performed by visual inspection each 02 hours at 1 cycle at packaging process. Not confirmed: bd was not able to confirm/ reproduce the incident in question. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during stability testing the peaks were split and area larger than expected with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, translated from spanish to english: I work in analytical development in laboratory, I wanted to ask you about an interference that was observed in our analysis of anastrozole, in the solution, we noticed after exhaustive research that the plungers of bd syringes exhibit a signal that just coincides with the tr of anastrozole; there was no when terumo brand syringes were used. I ask if you could give me technical advice regarding whether the syringe plunger contains any substances that would be interfering with our analyzes, as well as if you market any syringe in which the plunger does not contain any substance or treatment that could be interfering with our analyzes. Below I attach a brief summary of the research carried out by us. I was running anastrozole, lot an042a, stability at 3 months, when dissolving, as the technique does not indicate either the sample volume or the filter material to be used, it was found that nylon membrane was being used and that there were some problems, such as: sometimes the peak was split, and the solution gave more than 100%, having these considerations, the test was carried out and indeed the anastrozole peak was split and the area was larger than expected. When comparing with the quality control samples that did not have any type of problems or excess peaks, tests were carried out to identify the problem. It was concluded that there was no peak partition nor that the solution gives more than expected but that one of the peaks provided by the bd brand syringes comes out with a tr very similar to anastrozole, it should be clarified in the art not to use mark bd and / or change the ratio of water and acetonitrile to separate those peaks.